Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the bronchofibervideoscope had a blackout and no image appeared. The event occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
Updated fields: d8. This supplemental report is being submitted to provide the results of the final investigation. The device was returned for evaluation; however, the complaint allegation [blackout] could not be confirmed. Based on the results of the investigation and previous investigations through the product technical investigation (pti) process, reasonably known information suggests probable causes such as damage of parts due to deterioration/ leakage/ some kind of physical stress, without any design or manufacturing issue. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
No additional information received from customer.